Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin. The customer experienced a low blood glucose level of 58 mg/dl. The other relevant blood glucose level was 67 mg/dl, 87 mg/dl, 148 mg/dl, 73 mg/dl. The customer was treated with soda, glucose gun, (B)(6) for low blood glucose levels. Troubleshooting was not performed for low blood glucose values. The insulin pump will not be returned for the analysis.